Event description:
Contact stated that coating on an instrument sterilization tray was flaking and that some was transferred onto the instrument and subsequently into the pts knee. Contact states that a delay occurred to flush the knee but that no pt related incident had occurred.